Manufacturer narrative:
No button error alarms noted during testing, all of the buttons function properly. However, moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, missing end cap sticker, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.